Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. It is unknown if the cycler alarmed prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. It is unknown if the cycler alarmed prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.